Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure, with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. During the procedure, it was reported that the white rubber piece where the dilator would be inserted in the sheath, dislodged while prepping the sheath. However, it was noted that this piece stayed attached to the sheath and no hub detachment occurred. The sheath was not inserted in the patient¿s body. The sheath was replaced, and the issue resolved. It was also reported that an error 6150 was displayed on the carto® 3 system while using a soundstar® eco diagnostic ultrasound catheter. The soundstar® eco cable was replaced, and the issue resolved. The case continued without further issues and no patient consequence was reported. The magnetic sensor error 6150 was assessed as not MDR reportable. The incidence of magnetic sensor error was easily detected by the user. The catheter was inoperable, since it could not be visualized on the carto 3 system. The user had to replace the catheter. The potential risk that it could cause or contribute to a serious injury or death was remote. The issue of hemostatic valve separation was assessed as MDR reportable. On february 26, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was noted that the hemostatic valve was flipped sideways.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure, with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. During the procedure, it was reported that the white rubber piece where the dilator would be inserted in the sheath, dislodged while prepping the sheath. However, it was noted that this piece stayed attached to the sheath and no hub detachment occurred. The sheath was not inserted in the patient¿s body. The sheath was replaced, and the issue resolved. It was also reported that an error 6150 was displayed on the carto® 3 system while using a soundstar® eco diagnostic ultrasound catheter. The soundstar® eco cable was replaced, and the issue resolved. The case continued without further issues and no patient consequence was reported. The device was inspected, and visual analysis revealed that the hemostatic valve was pushed in into the hub. The friction ring appeared to have no damage and was observed to still be in place. A manufacturing record evaluation was performed for the finished device 00001216 number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the valve separation could be related to the procedure; however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).